Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer's blood glucose level was elevated (300 mg/dl), but have stabilized now. Customer stated that elevated blood glucose level may also have ben due to being sick. Customer was able to change the cartridge successfully. Customer indicated that the box of cartridges was exposed to sub-zero degree temperatures prior to use.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.